Event description:
It was reported that the device system was removed due to an infection. No pt symptoms were reported. The report indicated that the pt recovered without sequela. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
The pump, catheter, and pump connector have been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.